Event description:
It was observed during central processing that the fenestrated bipolar forceps instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue of a broken cable. The instrument was found to have a broken pitch down cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables of the instrument's wrist did not exhibit any damage. Engineering evaluation also found various scratch marks with light material removal on the instrument's main tube. The scratches were .125 - .275 in length and not aligned with the tube axis. Engineering evaluation concluded that the scratches were likely caused by mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken hook tip and main tube scratch issues if to recur could cause or contribute to an adverse event.